Event description:
It was reported that during an posterior cruciate ligament reconstruction with internal brace the screw broke in half when the surgeon removed the swivelock during fixation of the internal brace in the tibia. All fragments were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.